Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported getting an alert with a cgm reading of 60 mg/dl. The bg reading was 250 mg/dl. No calibration was done by the patient. The patient was feeling nauseous. He self-treated with low acting insulin. Out of concern for his readings, the patient's daughter drove the patient to the hospital. Upon arriving at the hospital, they did a fingerstick and it showed a bg of 400 mg/dl. They also did a calibration and the cgm also became high. The patient was treated with IV fluids. The patient stayed at the hospital for 2.5 hours and went home on the same day. Patient was feeling fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. Upon arriving at the hospital, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.